Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of the user facility information and retention samples from the reported product code/lot # combination and the surrounding lots. A visual examination of the samples confirmed there were no visual defects. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot# combination confirmed there were no production related problems. The user facility reported two similar complaints for devices with the same product code/lot number combination, also see MDR 1118880-2016-00035 and 1118880-2016-00036. The investigation results verified that the retention samples were normal product with no anomalies which would lead to the reported leak. The exact cause of the reported issue cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: (1) leaking valves were reported; (2) the procedure was completed; and (3) there was no patient impact.